Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 94 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reportedly received results of 300 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Replacement was sent.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.